Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00796. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat cystocele, rectocele, vault prolapse following hysterectomy, frequency, stress urinary incontinence, and weak pubocervical tissue and mesh was implanted. At the time of mesh implantation the patient also underwent the concurrent procedures of combined anteriop/posterior colporrhaphy, extraperitoneal colpoplexy, and cystoscopy. It was reported that following insertion of the mesh the patient experienced bleeding, infection, urinary/bowel problems, and recurrence.(B)(4).